Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the handle intact. The device was received with the capsule over captured. The deployment knob retracted and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Damage was observed on the polymer material surface along proximal end of the capsule. Multiple kinks were observed along the length of the inner member. Damage was observed to the outflow support. Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The subject dcs was returned to medtronic for analysis. The device was received with the capsule over-captured. The evolut system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Multiple kinks were observed along the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device was returned for analysis with the capsule over captured and no stylet in place to support the shaft, as was observed in this case. Damage was reported on the outflow support. This may have been due to the kinked inner member, however this cannot be confirmed. Damage was observed on the outer polymer surface of the capsule, possibly as a result of advancing through tortuous anatomy, however as no procedural images were provided, this cannot be confirmed. No other damage was observed on the subject dcs. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Cardiac arrest is known potential adverse effect per the evolut system instructions for use (IFU). These events may be related to patient medical condition, comorbidities, and/or procedural factors. It was reported that the patient's medical history contributed to the cardiac arrest, however specifics were not provided, and the root cause of the cardiac arrest is not known. Cardiovascular injuries such as patient death are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the cardiac arrest or subsequent death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that the cause of the sudden drop in pressure was not known. The cause of the cardiac arrest that then followed was also not known. There was no report of an injury to the patient. Medications were administered, cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated as a result of the cardiac arrest. It was reported that the patient's medical history contributed to the cardiac arrest, however specifics were not provided. The documented cause of death was the cardiac arrest. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the cardiac arrest or subsequent death. Updated b5, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while attempting to cross the native valve with the delivery catheter system (dcs), there was a sudden drop in blood pressure. The patient went into cardiac arrest. The valve was not implanted. Subsequently the patient passed away. The cause of death was not provided.